Event description:
Four (4) of the last 5 dexcom g7 continuous glucose monitors sensors failed immediately upon applying them. Upon examining them, all showed the same problem. The needle did not penetrate my arm. Instead, it was pushed backwards and can be seen protruding out of the top of the sensor. The attached picture shows the needle and connector sticking out of the small hole in the sensor. This same issue has occurred with a client of my mine - an intellectually disabled adult with dangerously out of control diabetes requiring us to monitor her glucose levels 24 hours a day. While viewing an dexcom advertisement on facebook, I noted the problem I was having. I quickly received several responses from other g7 users saying they were experiencing the same problem at the same time I have been having it. All of my failed sensors so far have the same lot number - 1824345004. I have been using this system for 2 years with almost not problems at all until now. While my diabetes is well controlled, my client's is not. She made 20+ emergency year visits last calendar year for dangerously high or low glucose levels. With her it is not unusual to her glucose levels to be above or below the range her cgm can accurately measure. Our ability to monitor her glucose level is critical. Reference reports: mw5167376, mw5167377 and mw5167378.